Event description:
It was reported that during a laparoscopic bypass procedure, the staple drives fell out of the instrument after firing, could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. Furthermore the reload was returned with the cartridge pan and the one piece sled missing. The reload was received with the left side fully fired, right side partially fired. Upon evaluation of the reload, the cartridge body and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. No conclusion could be reached as to what may have caused the found damaged since no cartridge pan and one piece sled were received for analysis. However, it is known from the history of the cartridge that the one piece sled may have cause the found damage on the cartridge and drivers. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the drivers fall out of the cartridge after firing? Or did the cartridge fall out of the stapler after firing? Can you provide the lot number for the cartridge? The complaint form noted (B)(4). The second letter in the lot number should be a 4 or 9. Followup response: the drivers fell out of instrument after firing. It was not possible to obtain the correct lot number.